Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low troponin t hs stat result for one patient from the cobas 6000 e601 module. The initial result was 8.56 ng/l and was reported outside of the laboratory as 9.0 ng/l. The clinician suspected the result was incorrect as the patient had a myocardial infarction. The same sample was repeated on another cobas e601 and the result was 4800 ng/l. On (B)(6) 2019, the same sample was repeated using a different reagent pack of the same lot and the result was 5014 ng/l. There was no allegation of an adverse event. The reagent lot number was 30564601 with an expiration date of 30-jun-2019. The field service representative ran analyzer performance testing. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.